Event description:
Customer reported a button error and another alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to moisture damage inside of the force sensor resistor. No moisture damage was found on the electronics or motor. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)